Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The tse recommended running the ventilator for 24-48 hours, and perform all calibrations, extended self-test (est), short self-test (sst). The customer reported to have followed the tse recommendations. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event is unknown.